Event description:
It was reported by the field clinical representative that the healthcare professional (hcp) stated that this right ventricular (rv) lead exhibited high threshold due to micro dislodgement, but capture was achieved at maximum output. However, details regarding how the dislodgement was confirmed were unavailable. This rv lead was revised and remains in service. No additional adverse patient effects were reported.